Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "retrospective comparison of functional and radiological outcome, between two contemporary high flexion knee designs" written by vikash kapoor, daipayan chatterjee, sutanu hazra, anirban chatterjee, parag garg, kaustav debnath, soham mandal, and sudipto sarkar published by sicot journal 2016 was reviewed. The article's purpose was to compare outcomes after tka using two different high flexion design implants. One design was depuy sigma cr150 high flex knee prosthesis and the other design was non-depuy. Data was compiled from 100 knees in depuy system and 100 knees in non-depuy system. Cement manufacturer is unknown and patella resurfacing was not performed. The article does identify which adverse events are associated with each system and therefore only adverse events associated with depuy implants are captured in this complaint. Depuy products utilized: sigma cr150 high flex knee (femoral, insert, tibial). Adverse events: suture site healing delay (treated by debridement and re-suturing), tibial component overhang (specifics not provided and interventions not specified if any), femoral notching noted (no interventions and presumably detected by radiographic imaging).